Manufacturer narrative:
Device not returned to manufacturer. However, acumed employee attended the explanation surgery and was able to examine the parts at that time (before they were given to the patient). The laser lines between the head and the neck were aligned. There was no obvious damage to the articulating surface of the head. There is some damage noted on the stem but this may have been due to the removal of the stem from the canal. Additional mdrs associated with this event: 3025141-2017-00111: stem, 3025141-2017-00112: neck.

Event description:
The head/neck portion of the anatomic radial head slide loc prosthesis dissociated from the stem post operatively. The implants were explanted.